Manufacturer narrative:
This report is being filed on an international product, list number 8d06-36 that has similar products distributed in the us, list numbers 8d06-31 and 8d06-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect syphilis results were generated. A patient sample generated a (B)(6). Tppa testing generated a strong (B)(6). The sample was repeated after high speed centrifuging and a (B)(6) was generated. A new sample was obtained which also generated (B)(6) results. Tppa generated strong (B)(6) results on this sample. There was no report of impact to patient management.

Manufacturer narrative:
No patient returns were available for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A retained reagent kit of architect syphilis tp reagent lot number 73118li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance regarding sensitivity of the lot is negatively impacted. No false nonreactive results were obtained. A review for non-conformances, deviations and potential non-conformances associated with the affected reagent lot was performed. This review did not identify any non-conformances, deviations or potential non-conformances. The architect syphilis tp reagent package insert was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect syphilis tp assay was identified.

Manufacturer narrative:
Suspect medical device catalog #, changed from 08d06-36 to 08d06-38.